Manufacturer narrative:
The pump has been returned to animas for evaluation. An investigation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the cap could not be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the black box data revealed one record of power on reset. On investigation, the pump powered on to the verify screen per normal operation. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate a power issue. The battery compartment was confirmed to be cracked as per the allegation.